Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a47 alarm due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm twice the blood glucose was 79 mg/dl. The device will be returned for the analysis.